Manufacturer narrative:
(B)(4). Date sent: 11/17/2020 additional information requested, and received: dr commented that the staples formed properly. But a part of the anastomosis site was opened when dr touched the anastomosis site. The donut of the anus site was confirmed but the donut of opposite site was not confirmed. Dr explained the patient about the risk of stoma before the procedure. The patient is stable.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: "what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? The device could not be fired. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Please explain what is meant by, ¿device could not be fired?¿ the device could not anastomose the target tissue. Were they able to connect the anvil to the device? Yes. Could the device be closed? Was it difficult? No further information is available. What confirmation was received that the firing stroke has been completed? No further information is available. Did the device cut? No further information is available. Did the device staple? No further information is available. Were there staples present in the surgical field? No further information is available. Was a leak test performed? If so, what type and what was the result? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? No leakage occurred. How was the leak identified? No leakage occurred. What was observed at the site of the leak upon reoperation? No leakage occurred. How was the leak addressed? No leakage occurred. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No further information is available. Did the patient receive a colostomy? Yes. If yes, will this be permanent or temporary? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided."if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low laparoscopic anterior resection, the device could not be fired during use. The operation was converted to the abdominoperineal resection of rectum. There was an explanation in advance about the possibility of colostomy. No further information is available.